Event description:
Surgeon completing a bilateral breast reduction and the tip of the suction bovie broke into pieces during the procedure.====================== health professional's impression======================unknown, entire surgical team said the surgeon was appropriately using the device when it broke.